Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report faulty display on their device. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report faulty display on their device. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to a broken solder joint on leg 1 on connector j9, on the draco pcb assembly. The customer has been provided with replacement device. The customer's device was archived by stryker.